Event description:
This unsolicited case from united states was received on 22-jan-2018 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency the patient had fluid pocket in her knee, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, one syringe once (batch/lot number: 7rsl021; expiry date: not reported) in the right knee for arthritis. The doctor wanted to remove fluid from her knee to assess and make sure she does not had bacteria. On an unknown date, after unknown latency, patient had a fluid pocket in the knee. Patient can feel it from the outside. No further information provided . Corrective treatment: not reported for both. Outcome: unknown for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot for arthritis in right knee and later had fluid in her knee. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.